Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from a cardiovascular surgeon in practice 19 years. Physician has been using medtronic¿s nitrex guidewires since 2015, using a total of 450 in the last year. 165 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 210 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 75 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, the following complications were reported: cardiac tamponade (1 patient), infection (1 patient), inflammation (1 patient), sepsis (1 patient). While using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures, the following complications were reported: embolization (1 patient), infection (2 patients), irritation to vessel causing vessel spasm (1 patient), vessel perforation (1 patient). None of the above reported complications (adverse events) were reported to be related to the use of the nitrex guidewires.